Manufacturer narrative:
Concomitant medical product - versa-dial/comprehensive ti standard taper, catalog #: 118001, lot #: 554120. Versa-dial 54x21x64 humeral head, catalog #: 113063, lot#: 323490. Hybrid glenoid base, catalog#: 113956, lot #: 469630. Hybrid glenoid porous titanium glenoid post regenerex, catalog #: pt-113950, lot #: 126650. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that a patient is experiencing pain and instability at six weeks post-operatively and pain three months post-operatively. Patient reported occasional tightness approximately eleven months post-implantation. At 1 year post-operatively, instability and triceps tenderness was noted. Pain had resolved by 1 year post-operatively. No further information is available.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). This report is number 1 of 5 mdrs filed for the same patient (reference 0001825034-2017-00234/00236/00248 /00249/00250).

Event description:
A patient is experiencing occasional tightness approximately eleven months post-implantation. It is also reported that the patient had pain and instability noted six weeks post-operatively, and pain noted approximately three months post-operatively. Pain and instability has since been reported to have resolved.